Event description:
It was reported by the contact that the customer rec'd multiple occlusion alarms during bolus and basal delivery. The customer's blood glucose level was impacted. As the occlusions had occurred in the past weeks and the customer had changed the cartridge and infusion set, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available a supplemental report will be submitted.